Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 2g23 that has a similar product distributed in the us, list number 4p54, with 510k/PMA/bla number p110029.

Event description:
The customer reported a false repeat reactive architect hbsag qualitative ii result, a false positive architect hbsag confirmatory result and a false reactive architect anti-hbc ii result on a pregnant female patient. The following results were provided: (B)(6) 2024 sid (B)(6). Hbsag = 660.89 / 684.67 s/co. Anti-hbc = 5.62 / 5.78 s/co. Anti-hbe is reactive. Hbsag confirmatory: 99% neutralization (confirmed pos) hbv viral load is not detected; hbeag and anti-hbc igm are nonreactive a repeat sample was nonreactive for all tests above and by ukhsa. No impact to patient management was reported.

Manufacturer narrative:
The evaluation of complaint data for the product and likely cause architect hbsag qualitative confirmatory lot 67602fz00 identified normal complaint activity and there are no trends for the product related to patient results. No customer returns were available for evaluation. In house testing determined that the specificity performance is not negatively impacted. A review of the manufacturing documentation did not identify any issues associated with the customers observation. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for the architect hbsag qualitative confirmatory (lot# 67602fz00).

Event description:
The customer reported a false repeat reactive architect hbsag qualitative ii result, a false positive architect hbsag confirmatory result and a false reactive architect anti-hbc ii result on a pregnant female patient. The following results were provided: (B)(6) 2024 sid (B)(6). Hbsag = 660.89 / 684.67 s/co. Anti-hbc = 5.62 / 5.78 s/co. Anti-hbe is reactive. Hbsag confirmatory: 99% neutralization (confirmed pos). Hbv viral load is not detected; hbeag and anti-hbc igm are nonreactive a repeat sample was nonreactive for all tests above and by ukhsa. No impact to patient management was reported.